Manufacturer narrative:
This follow-up MDR is being submitted to document additional information received from the sales representative. The sales representative reported that there have been no patient consequences associated with this event. The patient remains on support at this time. The sales representative further indicated that the device and associated data logs are expected to be returned to the manufacturer for evaluation following completion of support.

Manufacturer narrative:
A4 weight is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related medical device reports: this automated impella controller device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella 5.5.

Event description:
The complainant reported that during preparation and use of an impella 5.5, two separate events occurred. During the initial priming procedure on (B)(6), a ¿pump failure¿ message was displayed when the white connector was attached. The priming procedure was restarted; however, the message persisted. The optical sensor interface on the automated impella controller (aic) was cleaned and the aic was restarted, after which the message resolved. Following insertion and initiation of support, the device was reported to function as expected, with no abnormalities observed in motor current or other operating parameters, and support was continued at the discretion of the treating physician. On (B)(6), during ongoing support, purge fluid leakage was observed from the sidearm retainer of the impella 5.5. No significant changes in purge pressure or flow rate were reported. The sidearm retainer was managed with protective gauze, and the device remained in use under observation. At the time of this report, the patient remains on impella 5.5 support. No signs or symptoms of patient injury or patient harm have been reported in association with these events. This complaint involves two impella devices: impella 5.5, with serial number (B)(6). Automated impella controller, with serial number (B)(6). This MDR specifically addresses automated impella controller, with serial number (B)(6), which is the subject of this report. Separate mdrs will be submitted for other devices associated with this complaint, as applicable.